Manufacturer narrative:
The customer report of a leak was not confirmed. Functional testing and inspection of the mated component engagements observed no obvious damages or issues. In addition, the mating component that was attached to the exit end of the non-bd (spiros) luer component during the reported event was not received for investigation. The root cause of the customer¿s report was not identified.

Event description:
It was reported that the "second cuff from the end of the IV tubing" leaked during a dexamethasone in 250ml d5w, and normal saline infusion. The primary tubing and the needless connector were replaced. Several minutes later, the new tubing leaked in the same location. The third set infused without difficulty or leaking noted. There was no report of patient harm.

Manufacturer narrative:
Continued from concomitant medical products: 8100, 8015, 250ml baxter bag ndc 0338-0017-02 lot y282459 exp mar20 5% dextrose injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the "second cuff from the end of the IV tubing" leaked during a dexamethasone in 250 ml of 5% dextrose injection and normal saline infusion that was attached to a needleless connector. The tubing and connector were replaced. Several minutes later, the new tubing leaked in the same location. The tubing was replaced; no other issues were reported with the third set. There was no report of patient harm.